Event description:
Device malfunction: guide wire tip unraveled. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure in the popliteal artery, the tip of the steelcore guide wire unraveled and was removed from the body. A second steelcore guide wire 300cm long was inserted. This wire appeared about to unravel also. The wire was removed from the body and there was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The second hi-torque steelcore 18lt guide wire (part/lot unk) is being filed under a separate medwatch report.